Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use (IFU), it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device via a 6f sheath after an interventional procedure. Reportedly, the physician said, he did not perform the incision of the tissue as per the instructions for use (IFU) and the clip was deployed in the "skin" and not in the vessel. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties appear to be related to user technique and the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report the following additional information was received. It was reported that an arteriotomy closure of a right common femoral artery was attempted using a starclose se device via a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, the clip of the starclose se device was deployed on "top of the skin" and was removed using kelly tweezers. No femoral angiogram was performed. Hemostasis was achieved with manual arterial compression. No additional information was provided.

Manufacturer narrative:
(B)(4).